Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred close to the septum requiring a pericardiocentesis. Transeptal puncture was performed with a brk transseptal needle, and isolation was completed using a tacticath se catheter. After an hour of isolating the veins, it was decided to insert a second tacticath se catheter in the left atrium using the same transseptal puncture. After 30 minutes of no success the procedure was stopped. A few hours later the pericardial effusion was noted. A pericardiocentesis was performed to stabilize the patient. The patient's sternum was opened as they thought the perforation occurred when trying to insert the second tacticath se catheter. The patient is recovering and no longer in emergency room.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.